Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low vancomycin result was obtained on a dimension vista 500 instrument. The siemens technical support center (tsc) instructed to the customer to perform the server 1 probe maintenance of cleaning the sample probe 1, reagent probe1, reagent probe 2, clean the drains, prime the probes and perform the probe auto alignment. The customer was instructed to perform a precision test by running 5 replicates from each of three sample cups using quality control (qc) material for vancomycin. The results of the precision test were acceptable. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.